Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been having some problems. The patient stated that she had been urinating a little more often and when she felt like she had to go she couldn't go. The patient noted that she changed from one level to another and changed how much she was stimulated. The patient indicated that it felt worse and like the stimulator was working too hard. Troubleshooting attempts were made and the patient programmer showed stimulation was on program 2 at 1.0 volts. The patient decreased the stimulation to 0.9 volts and confirmed it felt comfortable. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the stimulation feeling worse was determined. It was also stated that the patient still has difficulty not being able to urinate when she feels like she has to go. There were no further symptoms or complications reported or anticipated.